Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a health care provider contacted technical services to request review of episodes recorded by this subcutaneous implantable cardioverter defibrillator. Ts reviewed three episodes, one due to atrial fibrillation and two untreated episodes. All three episodes showed mechanical noise. Ts discussed potential reasons for the noise and stated that it could be due to electrode/ conductor damage. Ts recommended that the patient be seen for a system evaluation due to the risk of an inappropriate shock being delivered. Prior to their next clinic visit, the patient received an inappropriate shock. The patient was seen in clinic. Noise was induced with device manipulation. X-rays did not reveal an electrode issue. Ts suggested further troubleshooting options. The system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to indicate that in h6, code 3191 is used to capture surgical intervention and to add info to e1.

Event description:
It was reported that a health care provider contacted technical services to request review of episodes recorded by this subcutaneous implantable cardioverter defibrillator. Ts reviewed three episodes, one due to atrial fibrillation and two untreated episodes. All three episodes showed mechanical noise. Ts discussed potential reasons for the noise and stated that it could be due to electrode/conductor damage. Ts recommended that the patient be seen for a system evaluation due to the risk of an inappropriate shock being delivered. Prior to their next clinic visit, the patient received an inappropriate shock. The patient was seen in clinic. Noise was induced with device manipulation. X-rays did not reveal an electrode issue. Ts suggested further troubleshooting options. The system was explanted and returned for analysis. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.